Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. Many 'high alarm displayed: downstream occlusion' alarms were revealed in the event history log. Functional testing was unable to duplicate the reported problem. It was determined that the most probable cause was the dso sensor. To address the issue the dso sensor and the main board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not alarm when it had an occlusion. The incident happened twice. Patient was in pain and not aware there was occlusion. There was unknown harm/adverse event was reported.